Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had a new operation on upper arm- and breast-streamlining using fathoms. The solution was worse than at the first operation where patient showed inflammatory changes and open places at the seam.